Event description:
On july 06, 2020, fujifilm healthcare americas corporation (formerly hitachi medical systems america, inc.) Received a complaint regarding airis elite mr system. This report is in regards to one (case 1) of 2 separate cases reported with confirmed misdiagnosis. The site reported image began flipping leading to the misdiagnosis as a result of head view being set to the top instead of bottom (manufacturer's recommendation). This patient received scan on (B)(6) 2020, and an amendment to the original report was required to correctly identify the laterality of sinusitis. There is no information available with regards to the change in treatment plans or patient's condition due to misdiagnosis. There is no death or serious injury associated with event. During a retrospective review, it was discovered that the manufacturer had assessed this event as ae leading to serious injury, therefore an importer's MDR is being submitted.